Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a eight error alarms on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that the issue was that they could not log into carelink. The customer had stated that the insulin pump has been stored with out a battery for an extended period of time. The customer was assisted with logging on to carelink. No further information was provided.